Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance, two (2) tubes exhibited gel smearing and contained foreign matter defects inside the gel. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-nov-2025. Investigation summary: bd received 2 samples and 1 photo for investigation. Evaluation of the samples and photo indicated gel on the tube wall and black foreign matter in the gel. Additionally, a visual examination of 100 retained samples did not identify any instances of foreign matter or gel defects. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of december 2025, therefore additional testing was indicated. Factors that may contribute to gel smearing were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate gel smearing via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has been confirmed for the indicated failure modes foreign matter-unknown and gel smearing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance, two (2) tubes exhibited gel smearing and contained foreign matter defects inside the gel. No adverse impact was reported regarding the patient or user.